Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: internal insulation abrasion was noted at 8.5-9.2cm and 15.8-16.1cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.3-6.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when the patient presented to the hospital for a device change out due for normal eri, externalized conductors between svc and distal coil were observed. No electrical anomalies were detected. The lead was explanted.